Event description:
It was reported that the unit was leaking fluid. It was reported that this issue did not occur during surgery.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.